Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced pain and discomfort due to a distal crossover. It was determined that this was caused by an anatomical condition rather than a device issue. A surgical procedure was performed to remove the device, and no additional patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced pain and discomfort due to a distal crossover. It was determined that this was caused by an anatomical condition rather than a device issue. A surgical procedure was performed to remove the device, and no additional patient complications were reported.